Manufacturer narrative:
Additional information: based on currently available information, damage to the conductive link possibly caused by minute device mobility seems likely. However, to determine an exact root cause a device investigation will be necessary. A potential date for revision surgery has not been scheduled yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
It was reported that during an appointment, vibrogram responses of this bilateral implanted patient were obtained on the left, but not on the right at max levels. Responses to speech were checked with each audio processor alone. In situ testing showed a device malfunction on the right. As per additional information received, further in situ testing also showed a device malfunction on the left side device (concerned device). For the right side device please refer to MDR report ID 3004230826-2015-00070. Bilateral re-implantation with bone conduction implants is considered. However, despite requested, neither additional information nor a potential date for revision surgery are currently known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during an appointment, vibrogram responses of this bilateral implanted patient were obtained on the left, but not on the right at max levels. Responses to speech were checked with each audio processor alone.

Manufacturer narrative:
Previous results are still applicable. Additionally, the patient decided, not to go for re-implantation surgery.

Event description:
It was reported that during an appointment, vibrogram responses of this bilateral implanted patient were obtained on the left, but not on the right at max levels. Responses to speech were checked with each audio processor alone. In situ testing showed a device malfunction on the right. As per additional information received, further in situ testing also showed a device malfunction on the left side device (concerned device). For the right side device please refer to MDR report ID 3004230826-2015-00070. Bilateral re-implantation with bone conduction implants is considered. The patient has decided that he does not want to proceed with an explantation or any other device considerations at this stage.